Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event of peritonitis. The cause, treatment, and outcome were not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
On the same day as the event onset the patient was hospitalized for peritonitis. On an unreported date, the patient experienced sepsis; which was manifested by a drop in blood pressure. Treatment details were not reported. Thirty five days after admission, the patient was discharged from the hospital. The patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.